Event description:
The customer reported the system intermittently would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors and replaced the filmer door interlock switch. The system operates as intended.